Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, ICD memory was reviewed. We confirmed that the device declared eol after experiencing one charge times greater than the 30 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by charge times in excess of the 30 second eol charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eol charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) will be explanted in the near future due to battery status at end of life (eol). There was a concern that the battery had depleted earlier than expected. Subsequently, this ICD was returned to boston scientific for analysis. There were no adverse patient effects reported.